Manufacturer narrative:
Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A DHR review was performed, and no related manufacturing nonconformances were identified. The most likely cause is patient factors, including coronary artery disease with history of coronary artery bypass graft and hyperlipidemia. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted five (5) years, three (3) months, underwent valve-in-valve procedure to 3+ mitral regurgitation and flailed leaflet secondary to prosthetic valve endocarditis, along with moderate to severe mitral stenosis secondary to leaflet thickening/calcification. Tmvr was successfully performed with a 29mm 9600tfx transcatheter valve. Patient left the or with stable vitals and was taken to recovery. Per medical records, patient presented with back pain and was found to have streptococcus salivarius bacteremia and endocarditis of mitral valve in (B)(6) 2024 complicated by severe mitral valve regurgitation and stenosis. Tee showed vegetation on mitral valve and mg 14mmhg. Patient was discharged and sent home with PICC line and antibiotics. A follow-up tee showed moderately severe (3+) mitral valve regurgitation due to leaflet perforation. There is moderately severe mitral valve stenosis caused by leaflet thickening/calcification and restricted mobility. The mean gradient is 11 mmhg. The prosthetic valve. Even after negative blood culture later, the physician believes the dysfunction, particularly, stenosis in the setting of endocarditis is reason for reintervention. Tmvr was successfully performed with the 29mm 9600tfx transcatheter valve. Patient tolerated the procedure well, no immediate complications. Patient discharged on pod # 1.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted five (5) years, three (3) months, underwent valve-in-valve procedure to 3+ mitral regurgitation secondary to flailed leaflet. Tmvr was successfully performed with a 29mm 9600tfx transcatheter valve. Patient left the or with stable vitals and was taken to recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.